Event description:
The customer stated that one patient sample (serum) generated (B)(6) for the architect havab-igg assay using reagent lot 21411li00. The same patient sample was retested (B)(6) with another non-abbott method. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. A retained kit of architect havab-igg reagent, list number 6c29-25, lot number 21411li00 was calibrated and all calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, additional replicates of negative control were tested. All negative control values met specifications and the results were in the typical range and no false reactive results were obtained. A review of the human negative population testing for final release revealed no indications that the specificity of the lot number might be adversely affected. The manufacturing and testing records for the reagent lot were reviewed and the review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. The complaint records for the lot in question were reviewed with no issues identified related to this incident. A review of the tracking and trending reports determined that there are no adverse trends and no identified for the complaint issue. A review of the product labeling concluded that the issue was sufficiently addressed. Based on evaluation results, the product is performing as intended and no malfunction or deficiency was identified related to this issue.

Manufacturer narrative:
Additional information received on (B)(4) 2012 indicated that the customer retested the patient sample with the axsym method and obtained a (B)(6) result. Therefore; the customer believes the (B)(6) result generated with the architect method is (B)(6) and no discrepant hvab-igg results are therefore alleged by the customer.

Manufacturer narrative:
This report is being filed against an ex-us product (6c29) that has a similar product (6l27) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.